Event description:
It was reported the peel-away sheath broke in the middle (side of sheath) during removal. The physician was able to remove it with a curved moskito inside the vein, the sheath was not visible from the insertion site. There was no patient harm or injury. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one peel-away sheath and lidstock for evaluation. Signs of use in the form of biological material were present on the sheath body. Visual analysis revealed that the sheath had been completely torn along its score lines. One of the halves that was returned was separated about halfway down the body. The point of separation was stretched and deformed. The separation point was 40 mm from the distal tip. The total length of the sheath measured 4.375" which is not within the specification limits of 3.875"-4.125" per the catheter peel-away graphic. The inner and outer diameter of the sheath could not be measured since the sheath was already completely torn. The sheath was not able to be functionally tested since it had already been torn. A manual tug test confirmed each half of the sheath was secure to its tab. R & d was contacted to verify the potential root cause. It was determined that manufacturing likely caused this event. A device history record review was performed, and no relevant findings were found. The IFU provided with the kit instructs the user, "withdraw peel-away sheath over catheter until free from venipuncture site. Grasp tabs of peel-away sheath and pull apart, away from catheter, until sheath splits down entire length." The report of a damaged peel-away was confirmed through complaint investigation. Visual analysis revealed that the peel-away sheath had been completely separated along its score lines. One half of the sheath was noted to be separated. A device history record review was performed with no relevant findings. Based on the customer report, the sample returned, and r & d feedback, it was determined that manufacturing likely caused or contributed to this event. A non-conformance has been initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the peel-away sheath broke in the middle (side of sheath) during removal. The physician was able to remove it with a curved moskito inside the vein, the sheath was not visible from the insertion site. There was no patient harm or injury. The patient's condition is reported as fine.